Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 20039e batch no.: 21015462. Unable to flush saline through j loop. A new j loop was obtained.

Manufacturer narrative:
H.6. Investigation: one sample (model #20039e) was returned by the customer. It was reported via medwatch report that the user was unable to flush saline through the j loop. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 21015462 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21015462 regarding item #20039e. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20039e. Batch no: 21015462. Unable to flush saline through j loop. A new j loop was obtained.